Event description:
The reporter stated that the suspect device was reading patient blood high. For example, the meter read 8 inr and the lab result was 2.3 inr. Controls were out of range. The device was replaced and requested to be returned for evaluation.